Event description:
The customer reported when the battery was installed, the battery led goes green right away but the defib will not power up without ac power. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.